Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the traces on the rear response button cable was creased. The cause of the non-functional response buttons is the damaged cable. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a monitor were not functioning.